Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample. The patient was at (B)(6). The patient sample was tested on western blot and the result was (B)(6). The physician was informed that the patient sample was initially (B)(6) on the advia centaur xp and (B)(6) by the western blot testing. The patient was drawn again at (B)(6) pregnancy and tested. The result was (B)(6) on the advia centaur xp. The physician requested that the patient sample be sent out for western blot testing in order to determine if the baby, when delivered, needs to be treated for (B)(6). The western blot result was (B)(6) at (B)(6). The baby was delivered. However, it is unknown if treatment was prescribed. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) result is unknown. The customer declined the field service engineer visit as the system is working well. The quality control for all assays were in range. There were no issues noted in the event log. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "specimens with an index value greater than or equal to 1.0 are considered initially reactive for antibodies to hiv-1 and/or hiv-2 and should be retested in duplicate after centrifugation. If one or both of the duplicates are reactive, the specimen is repeatedly reactive by the advia centaur hiv 1/o/2 enhanced assay. Repeatedly reactive specimens must be investigated using supplemental tests for hiv-1 and/or hiv-2."